Event description:
Event description cpi received information that this endotak c transvenous defibrillation lead was removed from service due to a shocking impedance of >100 ohms and an allegation of lead fracture. The implantable cardioverter defibrillator (ICD) was electively replaced, upgraded to dual system. .